Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the catheter itself would not drain urine.  Urine was noticed at the y but nothing would drain pass it.  Patient was in pain due to lack of drainage.  When removed and replaced, a new catheter drained 600+ cc of urine.  Complainant stated it appeared that the catheter was physically blocked at the y.  No harm to patient.